Manufacturer narrative:
Additional information was received that the reason for explant was due to patient having difficulty charging the ipg. No device malfunction was suspected. The patient's bacterial infection occurred with the competitor's device.

Event description:
A report was received that the patient developed a bacterial infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2208-70, serial #: (B)(4), description: st linear lead 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a bacterial infection. The patient underwent an explant procedure.